Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had loss stimulation. It was also reported that the patient felt the stimulation at the pocket site when activating the left lead. Inadequate stimulation was also noted. The patient underwent an ipg replacement procedure and was doing well postoperatively.